Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was implanted within the esophagus of a patient on (B)(6), 2010. According to the complainant, the patient underwent gastric bypass surgery in (B)(6) prior to stent implantation; however the exact date could not be confirmed. Post surgery, the patient presented with a leak. The stent was placed in the patient's esophagus in order to seal the leak. It could not be confirmed if the patient had cancer, or any associated malignancy, or if the esophageal leak was associated with the patient's gastric bypass surgery. On (B)(6), 2010, it was discovered that the covering part of the stent had developed holes and was leaking. As a result of the leak not being properly sealed, the stent was explanted from the patient endoscopically without complications, on (B)(6), 2010. The procedure was completed with another wallflex esophageal partially covered stent. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Only a stent was returned for analysis. A visual examination of the stent found that 2 clips were attached to it at its flared end. The suture thread was broken at the non knotted area. Multiple small holes were noted throughout the covering of the stent with the main cluster located at approximately 3 centimetres from the flared end. No holes were greater than 1mm in diameter which is within specification for the wallflex esophageal stent. No other issues were noted with the profile of the stent. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was implanted within the esophagus of a patient on (B)(6) 2010. According to the complainant, the patient underwent gastric bypass surgery in (B)(6) prior to stent implantation; however, the exact date could not be confirmed. Post surgery, the patient presented with a leak. The stent was placed in the patient's esophagus in order to seal the leak. It could not be confirmed if the patient had cancer, or any associated malignancy, or if the esophageal leak was associated with the patient's gastric bypass surgery. On (B)(6) 2010, it was discovered that the covering part of the stent had developed holes and was leaking. As a result of the leak not being properly sealed, the stent was explanted from the patient endoscopically without complications, on (B)(6) 2010. The procedure was completed with another wallflex esophageal partially covered stent. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) - medical intervention required. (B)(4) - the reported issue of holes in stent (covering). (B)(4) - the reported issue of stent leaking. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.